Event description:
Additional information received on 30aug2021: the measurement results 4.6 and 4.8 are considered low after re drawing the sample. The measurement result 11.1 is considered ok.

Manufacturer narrative:
Radiometer investigation of the received data logs did not identify any device malfunction. The root cause of the described event is unknown, but the investigated data indicates that the event happened due to the users preanalytical handling of the samples. H6: component code 4756 chosen due to no device malfunction found.

Event description:
According to the complaint, the abl90 plus reported a result for cthb of < 4.8 g/dl. The correct value of cthb was 11,1 g/dl. In addition, the glucose measurement measured on the abl90 flex plus analyzer was not correlating with laboratory measurement results. Samples had to be re-run and sometimes run on another unit to get good results. The error is happening on multiple analyzers per the patient results submitted by the customer. Both incidences where the customer was questioning abl90 flex plus measurements, patients had to get an additional needle stick to re-run on a different unit to get good results. The customer considers the cthb < 4.8 g/dl glucose measurements as false low compared to re-run measurement results ranging from 10,9 g/dl to 11,1 g/dl. No reports of death or serious injury.